Event description:
It was reported via repair work order that the retractable head section cannot be locked in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.